Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that lead dislodgement was observed. The lead was explanted and replaced when repositioning was unsuccessful. Patient was fine post-procedure.